Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was not confirmed. There was no log file submitted for review. The hm3 system controller, serial (B)(6) , was not returned for analysis; however, the backup battery, serial (B)(6) , was returned for analysis. The returned 11v backup battery was evaluated 08feb2021. The battery was functionally tested and was found to perform as intended during analysis. The battery underwent multiple load tests and self-test. The backup battery fault alarm was not reproduced during the test. A root cause of the reported event cannot be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28apr2020. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (french) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (french) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter phone: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery was exchanged for the second time in the same month due to audible "change battery" alarm. The battery (s/n: (B)(4)) will be returned for evaluation.